Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: medical product - biomet humeral tray, catalog#: 115370, lot#: 648630; biomet baseplate, catalog #: 010000589, lot # 357480; biomet mini humeral stem, catalog#: 113631, lot#: 253100; biomet humeral bearing, catalog#: xl-115363, lot#: 418390; biomet central screw, catalog#: 115395, lot# 161960; biomet fixed locking screw, catalog#: 180550, lot#: 6192920; biomet fixed locking screw, catalog#: 180551, lot#: 863450; biomet fixed locking screw, catalog#: 180552, lot#: 294240. Therapy date - (B)(6) 2016. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04697 / 04698).

Event description:
Legal counsel for the patient reported that the patient underwent a shoulder revision approximately four weeks post-implantation due to the glenosphere taper disassociating from the glenoid baseplate. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Upon reassessment of the reported event, it was determined that this product did not have to do with the incident and is therefore not reportable. The initial report was forwarded in error and should be voided.